Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The ventilator was investigated on site and the air gas module was replaced and returned for investigation. During simulated use testing of the returned air gas module in a ventilator system, it was not able to reproduce the reported failure in pressure transducer test during pre-use check. Evaluation of the received device logs shows several matching events, with failure in pressure transducer test during pre-use check. Measured pressures during this test were too high which indicates a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release.

Event description:
Manufacturer ref. #:(B)(4).